Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during operation the lens became stuck in the delivery device and one haptic was damaged. Surgeon had to remove the lens. Capsular bag was damaged and there was vitreous loss. The surgeon performed vitrectomy and implanted a 3 piece iol successfully. The patient's outcome is fine.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.